Event description:
It was reported that while attempting to change the programmer the feeling of stimulation stopped. When the stimulation was increased the patient experienced a shocking sensation. The patient continued to experience the shocking sensation in the buttock and vaginal area the implantable neurostimulator (ins) setting was 3.6 on the fourth program. There was no reported accident or incident related to these events. The ins was turned off and the pain reportedly went away. The patient reported they had felt stimulation after implantation but had subsequently stopped feeling it. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. There was a loss of therapeutic effect after the first 30 days of implant as the patient was having wetting episodes. The patient felt stimulation for about a half hour and then the stimulation sensation subsided. The device program was switched to group 1 to see if the patient's symptoms improved. The patient had already tried group 2, 3, and 4.

Manufacturer narrative:
Lead: model 3093-28, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Extension: model 3095-10, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 3037, serial # (B)(4).